Manufacturer narrative:
During the review of the savelog, one power fault was identified (vnx under voltage fault). Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation, provide the date received by manufacturer, update device evaluated by manufacturer, provide the device manufacture date, update the event problem and evaluation codes, and provide the device investigational results. The device referenced in this report was returned to siemens for evaluation. A bite mark on the articulation sleeve and a lens damage were found during visual inspection. A factory leakage test was performed and the test failed. A system test was conducted and the reported error 40 was able to be reproduced. During destructive analysis, it was found holes inside the articulation sleeve. The sleeve was burnt but no braid shield was broken. The possible root cause is the customers' misuse of the device. The holes created byu the bite mark may have allowed liquid to infiltrate inside the transducer articulation sleeve. Liquid infiltration via the bite mark hole could affect electrical malfunction and leakage inside transducer which can lead to system error and image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1 because the establishment registration ID# changed since the original submissions in 2016.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that during equipment testing and prior to the start of transesophageal echocardiography (toe) procedure, the transducer prompted a usacquisitionhw_40 error message. The patient has not yet been given sedative at this time. There was an hour delay while the alternate transducer was retrieved. The procedure was completed without any other issues. There was no patient injury reported. No additional information was provided.